Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the event could not be confirmed, investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, age (not provided), annular calcification) may have contributed to the annular rupture and subsequent patient death post surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a 26mm sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. The valve was placed with slow inflation, using nominal volume with no pressure on the lvot. It was noted that there was not a heavy calcium load at the annular level. After placing the valve, the patient felt something in her chest. The blood pressure dropped, and a tamponade occurred. An annular rupture was discovered. Pericardial drainage was performed. The patient was stabilized and transferred to surgery. At the end of the surgery, difficulties were encountered getting the patient off of the heart lung machine. The patient expired right after the surgery. As per medical opinion, the root cause for the annular rupture is unknown.